Event description:
Event description guidant received information that this left ventricular lead, during an implant procedure, had a bipolar impedance greater than 2000 ohms through the pacing system analyzer. There was no capture at the highest outputs. The lead would capture at 10 volts in unipolar mode.